Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the blades locked and totally stopped functioning. Another like device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.